Event description:
Three attempts were made to puncture the tumor, the needle was inserted into the tumor with the force. During the third attempt after removing the needle from the endoscope, it became clear that the needle was broken and 4 cm of the needle were remained in the tumor. A section of the device did remain inside the patient¿s body. The endoscope was reinserted into the esophagus. The proximal end of the broken part of the needle was found. The end of the broken needle was caught in a loop and completely removed. 2 clips were put on the place from where the needle fragment was removed. The patient did require any additional procedures due to this occurrence. 2 clips were put in the esophagus on the place from where the needle fragment was removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted once the investigation is concluded.

Manufacturer narrative:
PMA/510(k) # k142688. Device evaluation. The echo-hd-19-c device of lot number c1831784 involved in this complaint has not yet been returned for evaluation. With the information provided, a document-based investigation was conducted. The investigation will be updated once the device has been returned and evaluated. Three (3) attempts to get information on device return status and additional information were made with no success. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1831784. The instructions for use, ifu0077 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use ifu0077. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to tortuous anatomy or the needle tip coming into contact with a hard lesion as it was confirmed in the additional information that needle puncture of the target site was difficult. The complaint is confirmed based on customer testimony. The patient did require additional procedures due to this occurrence. 2 clips were put in the oesophagus on the place from where the needle fragment was removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.